Event description:
It was reported that the patient's left ventricular (lv) lead was capped and replaced for an unknown reason on (B)(6) 2013. Patient status was unknown.

Manufacturer narrative:
Further information was requested but not received.